Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnostic procedure, the procedure was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed that the force sensor was defective and c-arm was not moving during a procedure. Review of log file states that a collision was detected. The fse replaced the force sensor. After replacement of force sensor and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the x-ray tube keeps resetting and wont move the detector the device was inside clinical use at the time of the event. No patient harm was reported.